Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips unit screen is broken. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer was provided with a quote for service/repair of the device that was not accepted. No further information provided. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Multiple attempts were made to obtain additional information regarding the repair service and device context at the time of the reported failure; however, no further details were provided.